Manufacturer narrative:
This follow-up MDR is created to document the additional event and device information received and updated patient, device and method codes. The device remains implanted. Without the benefit of analyzing the device, qa cannot confirm any observations and cannot comment on the condition of the prosthesis. If the device becomes available, or additional information is received, qa will re-evaluate this complaint in accordance to procedures. However, because qa's examination may not conclusively confirm or disprove the report of urinary retention, qa accepts the physician's observations of such as the reason for surgical intervention. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time.

Event description:
Additional information received indicated according to the surgeon this event is related to the procedure.

Manufacturer narrative:
This follow-up MDR is created to document the corrected event date, additional event information.

Event description:
Additional information received indicated: during the 1-year visit on (B)(6) 2018, the investigator noted that patient had high residue (pvr=223ml). On (B)(6) 2018, patient reported the voiding difficulties. During the 2-year and 3-year visit, pvr was high (220 ml and 326 ml). Treatment: self-catherization. The investigator noted that the patient had already had under activity of the detrusor before surgery, so risk factor for residue and retention. And this event is related to altis sling.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted

Event description:
Urinary retention; date of onset event : (B)(6) 2016. Treatment : prolongation of hospitalization - indwelling urinary drainage (foley catheter) during 1 day. Date of resolution : (B)(6) 2016. Device still implanted in patient on (B)(6) 2017.